Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp)display was not workings. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Checked the unit and found the display is defective. Replace display and fault was rectified. Tested and handed over the unit in good working condition.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).